Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states pulmonary emboli. Update recvd 5/22/2015- clinical report states patient is experiencing severe night time pain. There is no new information that would change the current MDR decision. Complaint was updated on 5/28/2015.